Event description:
It was reported that the right ventricular lead exhibited a capture anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded from 48.3 cm to 49.3 cm from the connector pin and exposed the proximal coil which resulted in the reported capture anomaly. Abrasions are indicative of constant friction with another implantable device.